Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the needle was break. The customer¿s blood glucose level was 111 mg/dl. The customer also reported that needle was hard to remove. The device will be returned for the analysis.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed visual inspection found sensor needle bent inside sensor base.